Event description:
During biv ppm upgrade used new greatbach medical optiseal introducer, nursing staff discovered during case, a piece of plastic floating loose in the syringe similar in appearance to the tip of a syringe. They also found a hard silver of clear looking material which they are not sure where it came from but they believe it may have come from the introducer (the part that is split) as it was found in close proximity to the slit introducer and similar in length to the portion that is slit.